Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they experienced low blood glucose level. The blood glucose of the customer was 45 mg/dl at the time of the incident and current was 98 mg/dl. The customer declined troubleshooting for low blood glucose level. The customer was treated with glucose tablets. The customer did not experienced any other symptoms. The insulin pump will not be returned for analysis.